Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernia, on tacking the mesh, the tacks fell into the patient¿s cavity. The surgical time was extended for more than thirty minutes to find tacks and had the device worked. Some of the tacks were removed. They opened a new tacker to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernia, on tacking the mesh, the tacks misfired and fell into the patient¿s cavity. The surgical time was extended for more than thirty minutes to find tacks and had the device worked. Some of the tacks were removed. They opened a new tacker to complete the case.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral inguinal hernia, on tacking the mesh, the tacks misfired 3 times and fell into the patient¿s cavity. They also had to fish out tacks left in the patient when they finished. The surgical time was extended for more than thirty minutes. They opened a new tacker to complete the case.